Event description:
Dealer states the frame was bent right out of the box. He states the frame is damaged and there was no damage to the box. No further information provided.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, both seat rails were bent due to freight/packaging issues. An expanded evaluation was performed. The expanded evaluation report confirmed that the seat rails on both sides were bent in and did not fit into the h-blocks.

Event description:
Dealer states the frame was bent right out of the box. He states the frame is damaged and there was no damage to the box. No further information provided.